Manufacturer narrative:
(B)(4). The actual complaint product was not returned for eval. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
It was initially reported by the eye care professional that a pt developed a central corneal ulcer at approx the 10 o'clock position on her right eye. The pt presented with a small infiltrate and was sent to the emergency hospital. The pt's eye was patched and the next day the infiltrate was at least 4mm in size. The pt experienced severe pain. Unspecified treatment lasted 14 days. The pt's visual acuity prior to the event was 1.0 and 0.4 after the event. The eye care professional believed that the pt's contact lens over wear and not adhering to a replacement schedule contributed to the event. It is noted that the pt wore these daily disposable lenses for four consecutive days. The condition has resolved. Additional information received from the eye care professional on (B)(6) 2013, stated that the pt communicated to him that her eye was hurting and that it had a "dot" on it. The eye care professional instructed the pt to have an ophthalmologist examine her. It is noted that the pt did not follow this advice. The eye care professional still needs to confirm what the visual acuity is after the incident. The eye care professional did not notice a reaction in the anterior chamber. Received additional information from the pt on (B)(6) 2013. Per the pt, she experienced very irritated, itchy, burning, and light sensitivity sensations in her eye. She did not seek medical attention but self-medicated with terramycine. The next day, the pt self-medicated with terramycine and tobrex drops. That evening, her symptoms felt worse and the pt self-medicated with dafalgan forte. The next day, during a consultation with her general practitioner, the pt said she was told that she had a severe inflammation of the eye and sinusitis. The general practitioner prescribed tobradex eye ointment., pranox eye drops and avelox 400mg. The pt stated that her symptoms did not improve. The pt was then examined by an eye care professional who referred her to an emergency hospital. The emergency doctor prescribed 2 types of eye drops. She was referred to another eye care professional who examined her the next day and confirmed the corneal inflammation. She alternated 2 types of eye drops (every 30 minutes instillation of one drop, then the other) as well as an ointment in her eye at night (unspecified medication). Approx 1 week later, she returned to the hospital where her medications were changed. The pt changed hospitals and went to see another eye care professional. This eye care professional confirmed that she had severe corneal inflammation and a very large, serious ulcer. The eye care professional performed a scraping, but because the pt had taken so many different antibiotics, the bacteria that caused the inflammation could not be determined. The pt stated that her medications were changed. The eye care professional followed-up with the pt on (B)(6) 2013 and (B)(6) 2012 and told the pt to stop the eye drops at that time, and only to use hyabak protector and at night trafloxal ointment. The pt was unable to work from (B)(6) 2012, due to the event. On (B)(6) 2013, the pt experienced irritation and inflammation. She was examined by an eye care professional and treated with terramycine ointment. Her symptoms improved. The pt has a follow-up appointment in the hospital on (B)(6) 2013. The pt stated that she did not receive the advice to patch the eye. The pt still experiences discomfort, especially in the morning, as her eye feels "heavy" and her vision is reduced. Her eye feels tired, especially during work, computer use, watching tv, and driving. The medication she has used (in no particular order): tobravisc 3mg, tobradex 5ml, fml, terramycine ointment, trafloxal ointment, hyabak protector, avelox. At this moment she is using hyabak protector and at night terramycine. It is noted that this pt has corneal scarring. The pt is returning to the eye care professional on (B)(6) 2013. Additional information received from the eye care professional on (B)(6) 2013, states that on (B)(6) 2013, the pt's visual acuity was measured which had returned to 0.7 (coming from 0.4 directly after the incident). It is unk how many eye care professionals examined and treated this pt or different centers.